Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed no conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump also had a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised the caller that the insulin pump would be replaced. Nothing further was reported.